Event description:
It was reported that the device reached elective replacement indicators prematurely, and there was oversensing. The device was explanted, and no patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary pkd100321h the actual device was received for evaluation, however detailed analysis of the device was not performed due to pending litigation. We are therefore unable to fully evaluate the reported event. We did receive performance data collected from the device and have analyzed the data, which showed battery depletion indicated/eri.